Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the customer resumed insulin delivery, the pump notified the customer to insert a new cartridge. T:connect history indicated that the cartridge was removed in the history. Reportedly, the customer does not recall removing the cartridge or the cartridge being loose. The customer was able to continue with the load process and resume insulin delivery. The customer's blood glucose level was not impacted.